Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec38-i10l. In the event reported, it was stated that there was no video image, image is coming in and out. The anomaly was detected in the procedure room before use and there was no adverse event reported with this complaint. The device was returned to pentax medical service facility on service order (B)(4) where it's was inspected, and the user narrative was confirmed. Inspection findings are as follows: image flicker when insertion tube is manipulated, passed dry leak test, passed wet leak test, control body grip scratched, customer complaint confirmed, pve connector housing scratched. The device is in the process of being repaired where all defects will be corrected and will be returned to the user upon completion. Parts to be replaced: o-rings and seals; bending rubber; shield pipe for ccd; signal wire for ccd; adjusting collar; angle wire. A review of the service history indicates the device was routinely serviced at a pentax facility. On 22-sep-2021, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 17jun2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off. Correction information: h6: coding changed, based on the investigation result.